Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation a review of the complaint history, device history record, instructions for use and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that there are adequate controls in place for this failure mode. A review of the device history record revealed zero nonconformances for lot 9024322. It should be noted that there have been no other complaints reported for this lot. There is no evidence to suggest that there are nonconforming devices in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no returned product and the results of our investigation, it was concluded that a definitive cause can be traced to a manufacturing quality control deficiency. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was to be used for an unknown procedure. As reported, the nurse observed foreign matter in the package, suspected to be a hair. The device was discarded and a new one opened to complete procedure. No adverse effects were reported for this incident. No information concerning patient demographics was provided as the complaint was noted prior to patient contact.